Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: bradycardia. It was reported that one day post a rx acculink stenting procedure in the left internal carotid artery, the pt's heart rate dropped to 46 bpm (baseline of 70-80 bpm). The pt remained hospitalized for observation and no treatment was administered. Upon hosp discharge in 2009. The pt's heart rate was 61 bpm. Concomitant beta blocking medications were held on discharge. Pt was placed back on beta blocking medications seventeen days later. Though requested, no additional info was provided.

Manufacturer narrative:
Study event. Eval summary: the stent remains in the pt. Bradycardia is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the device history record for this lot did not produce any findings relevant to this report.